Manufacturer narrative:
Investigation summary: 1 returned sample was received. Returned sample observed broken needle and hypoint shield was broken. One returned photo was observed. Broken hypoint shield observed. Broken needle. Investigation conclusion: one returned sample was received for investigation and observed broken needle. One returned photo was received. Hence, able to confirm the customer experience. As per p-eura document, srd-rm0038, the severity is negligible(s1) as the product was found defective prior to initial use. Produced quantity: (B)(4). Occurrence is remote (o2). The risk level is determined to be low per CPR-028. Root cause description: DHR reviewed for affected batch numbers for hypoint needle, hypodermic needle, cannula do not observe abnormalities related to broken needle. Returned sample received observed broken needle. The process has been reviewed for hypoint needle, hypodermic needle, cannula which will not result in the reported non-conformance. From the returned sample, broken hypoint shield was observed and suspect there may be handling issues with the hypoint needle which may influence the reported non-conformance. Hence, root cause could not be established as the reported non-conformance maybe out of manufacturing facility. Rationale: root cause could not be established.

Event description:
It was reported that hypoint ndl22ga1-1/2in tw had a broken needle. This was discovered before use. The following information was provided by the initial reporter: needle was found broken before using.